Event description:
A surgeon reported that during a cataract surgery the system stopped without any error message and could not be restarted. The event occurred at the "rifting phase" of the surgery. The procedure was stopped and the patient was transferred to another facility, where the surgery was completed with no consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).